Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the family visited the clinic on (B)(6) 2022 the parents reported that the user banged into another child while playing football on (B)(6) 2022. Afterwards, the hearing performance with the device was suddenly affected. An x-ray is planned. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
When the family visited the clinic on 30-mar-2022 the parents reported that the user banged into another child while playing football on 24-mar-2022. Afterwards, the hearing performance with the device was suddenly affected. Prior to this the user could hear very well. The user has been re-implanted.